Manufacturer narrative:
Estimated age. Approximate age of device - 2 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the manufacturer's technical service representative reviewed the submitted log files, and observed a no external power alarm while running off of the mobile power unit (mpu). On (B)(6) 2018, it was reported that the patient did not have a locking power cord, and was provided one in clinic. Multiple attempts were made for whether the power cord came loose from the mpu or from the wall outlet, but no additional information was provided.

Manufacturer narrative:
The reported event of no external power alarms while on the mpu was confirmed based on the information recorded in the log files provided by the customer. The information recorded revealed that the system was powered by an mpu. At 19:26 the associated voltage levels indicated that mpu power was lost, resulting in low power hazard/no external power alarms. Mpu power was restored and the alarms cleared. Pump support was not affected and the system was supported by the emergency backup battery (ebb) during the event. The manufacturer is closing the file on this event.

Event description:
The account communicated that the patient did not have a v-lock cord at the time of the event but was provided one at their recent clinic visit. Multiple attempts for further information, including the mpu serial number, were sent to the customer; however, nothing was provided.